Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume or vibration was too low. Customer's blood glucose (bg) level was high, although specific value was not given. Reportedly, the customer address their bg with a manual dose injection. Reportedly, the customer continued to use the pump for insulin therapy.